Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken in the shell, underweight, crease flat. A microscopic analysis was performed which identify a sharp edge broken and missing piece of the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken sharp in the posterior side assessed as unidentified (tear) broken. Missing piece of the shell assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported right side implant rupture diagnosed by MRI. The device has been explanted.

Event description:
Healthcare professional reported right side implant rupture diagnosed by MRI. The device has been explanted.